Manufacturer narrative:
Technical support troubleshoot with the customer over the phone and confirmed customer reported issue of: 8015 error code 133.6090.. Technical support - informed customer this is most likely due to the main speaker. - customer stated they have some on order, but have known several of their 8015's have the same error. - informed customer that is odd, but their are no known issues. - units are reaching 5 years after the manufacturing dates and the main speaker is a high wear part. - customer will replace main speaker once received. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer¿s reported problem was confirmed.

Event description:
Case #: (B)(4). Case subject: npi 8015 error code 133.6090 account name: (B)(6) account #: 1599900 asset name: 8015ls pcu dom v9.19.1.2 a/b/g/n asset location: contact: (B)(6) contact email: (B)(6) contact phone: (B)(6). Contact mobile: patient or user involvement: no patient or user harm: no case description: customer reports error code 133.6090 on their 8015. Failure device type: failure problem type: failure mode: case resolution: - informed customer this is most likely due to the main speaker. - customer stated they have some on order, but have known several of their 8015's have the same error. - informed customer that is odd, but their are no known issues. - units are reaching 5 years after the manufacturing dates and the main speaker is a high wear part. - customer will replace main speaker once received.

Manufacturer narrative:
A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case resolution: - informed customer this is most likely due to the main speaker. - customer stated they have some on order, but have known several of their 8015's have the same error. Informed customer that is odd, but their are no known issues. Units are reaching 5 years after the manufacturing dates and the main speaker is a high wear part. Customer will replace main speaker once received. Ended call.